Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up one day post an unrelated procedure. Upon interrogation, the pulse generator exhibited backup vvi operation. After software download, normal device function resumed. The patient's condition was fine.